Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a lead malfunction. The rep reported that the lead was bent upon opening the box. The rep reported that a new lead was opened and used instead. No patient involvement reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1fj6s) found that the lead was bent at the distal end. Analysis information -- (B)(6) 2017 16:00:10 cst pli# 10 product ID: # 3389s-40, below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis confirmed that the distal end of the lead was bent. {electrical testing of the lead determined that continuity was complete and no electrical shorts were observed between circuits.} electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_stylet_acc; lot# unknown; product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Device code (B)(4) was coded in error. Conclusion code has replaced code. If information is provided in the future, a supplemental report will be issued.